Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump errors. Customer was able to clear the alarms but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locked properly into the reservoir compartment. Pump error 37 alarm appeared intermittently during testing on 7/20/2023 at 6:44 am. No pump error 43 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 38 alarm on 02/06/2022 at 01:01:07.000. Pump alarmed 4 pump error 43 alarms on the event date of 02/06/2022 at 00:51:16.000, 00:56:59.000, 00:57:55.000, and 01:27:38.000. Pump alarmed a pump error 53 alarm (file number: 2005, line number: 5632, esf #: (B)(4) on the event date of 02/06/2022 at 00:51:54.000 due to a possible software error. Pump alarmed two pump error 82 alarms on the event date of 02/06/2022 at 15:12:22.000 and 15:14:23.000 due to a possible hardware error. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, end cap address label missing, serial number label missing, and pillowing keypad overlay. Pump error 43 alarm was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 37 was confirmed during testing due to moisture damage on the motor home switch. Pump error 38 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 53 was confirmed in the pump history files and traces due to a software error. Pump error 82 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Moisture damage was confirmed found on the battery tube and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: the insulin pump was returned for analysis.